Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery to support the 79 year old male who had been admitted in with known coronary artery disease and a plan for a protected percutaneous coronary intervention (pci). The patient's medical history was inclusive of prior coronary artery bypass graft surgery for coronary artery disease and renal insufficiency. The cp access site of the right femoral was also utilized for the angioplasty access. There was oozing observed at the access site. To treat and remedy this at the time of explant, after the pci was completed, the team applied manual pressure and injected epinephrine and lidocaine. These measures helped to achieve hemostasis. There was no need for blood products. The patient survived the ooze and hemostasis was achieved. Access site bleeding is a known risk with large bore access sheaths and the use of anticoagulation necessary for the angioplasty procedure.